Event description:
It was reported the patient complained of pain in the pocket site. It was further reported there were high thresholds and the lead was dislodged. Infection was found upon opening the pocket. The implantable cardioverter defibrillator (ICD) system was explanted. The patient is to be sent home with a vest until the system can be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).